Manufacturer narrative:
Initial reporter phone #: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that tube was damaged and had foreign matter with a bd vacutainer® sodium fluoride 3.0 mg n2e 6.0 mg plus blood collection tubes. The following information was provided by the initial reporter, translated from (B)(6) to english: the tube was damaged/deformed. Embedded fm in the tube.

Manufacturer narrative:
H.6. Investigation: investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure modes for embedded foreign matter and shield damage with the incident lot were observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to the issue of embedded foreign matter through CAPA#90580 and potential causes have been identified. As a result, corrective actions have been established and were implemented. Investigation conclusion: based on evaluation of the customer photos and samples, the customer¿s indicated failure modes for embedded foreign matter and shield damage with the incident lot were observed. Further investigation activities have been conducted through CAPA#90580 and the most likely root cause has been identified. As a result, corrective actions and procedures were implemented to mitigate further occurrences. Root cause description: CAPA#90580 was conducted to document further investigation and root cause analysis relating to the issue of embedded foreign matter. The investigation has identified the most likely root causes and corrective actions were implemented. Based on the investigation, the most likely root cause of the shield damage was determined to be related to a manufacturing issue. Rationale: based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue. The investigation has identified potential root cause(s) for this issue and corrective actions are in the process of being implemented. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that tube was damaged and had foreign matter with a bd vacutainer® sodium fluoride 3.0mg n2e 6.0 mg plus blood collection tubes. The following information was provided by the initial reporter, translated from japanese to english: the tube was damaged/deformed. Embedded fm in the tube.